Event description:
It was reported that the implantable cardioverter defibrillator exhibited a smokey, opaque header. The device was not implanted. No adverse patient consequences.

Manufacturer narrative:
The reported event of header discoloration was confirmed. However, the cloudy appearance was found to be acceptable since all the header components and the tip of the test leads were visible through the header. Interrogation of the device revealed the device was above eri when received. The device was tested on the bench using test leads and resistor loads. Telemetry, sensing, pacing, pli, hvli, patient notification, and hv shock were tested. No anomaly was detected.